Event description:
It was reported that after as successful stent placement a piece of the wire was missing that could not be visual under guided fluoroscopy.

Manufacturer narrative:
The investigation is currently underway.